Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the metal coil sheath was pushed on the plastic sheath of the subject device to crush the stone but became stuck and could not push the coil sheath anymore. The plastic tube became compressed, and the shape changed. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the initial and supplemental reports. Corrected fields: b1, b2, b5, d4, d9, h1, h4, and h6.

Event description:
It was reported that the physician changed to an emergency handle to complete the case. The olympus representative was unable to recall whether the customer cut the coil sheath part but noted that they will further confirm with the customer. At the time of report, no further information has been received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure of "could not push coil sheath" was not confirmed. The reported failure of buckling of the tube sheath was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the condition of the actual product, it is possible that the compressed buckled tube sheath became caught on the coil sheath, preventing the coil sheath from sliding. For the buckling of the sheath, it is possible that the calculus was crushed when the tube sheath was not fully covered by the coil sheath. The tube sheath underwent compressive loading, resulting in compressive buckling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.